Event description:
It was reported that the customer was taken by ambulance to the emergency room for low blood glucose. The father stated that the bolus history showed a bolus, which was programmed and delivered while the customer was sleeping. The father believes that this was the result of tossing and turning during the customer's sleep. The father mentioned that the front panel on the insulin pump was peeling off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.